Event description:
A customer contacted global technical services (gts) regarding constant alarms on the homechoice (hc) unit. The home patient (hp) stated that her tubing came loose from a bag and the hc kept alarming. The hp stated that she was at work and not with the machine. The technical service representative (tsr) advised the hp not to use existing supplies if tubing came off the bags. The tsr advised the hp to call baxter when she was with the hc to better assist her. No additional information is available at this time.

Event description:
Pt was revised to address loosening of the tibial tray and femoral component at the cement/bone interface (cement manufacturer unk). Osteolysis and poly wear of the insert were also reported. Also, during this surgery, a tc3 rp sz 5 17.5 mm insert was implanted with a sz 5 left c/s femur. The surgeon was made aware of this after the pt was removed from room. Surgeon did not notice any adverse mechanical effects while putting the knee through a range of motion, so he decided to leave the mismatched components in.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). Additional information: an engineering quality review was completed for this report of a connection issue. The report was not confirmed due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the connection issue was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.